Manufacturer narrative:
Evaluation summary: as received the valve exhibit tissue disruption at the cusp area of all three leaflets. At all three leaflets the disruptions punctured the entire thickness of the tissue, and are beveled at the outflow aspect. Such characteristics are typical to those caused by a suture tail abrasion. At leaflet 1 the disruption measures to approximately 3m by 3mm. It has a similar shape to a tear drop. The disruption also tore the margin. Similar pattern is noted at leaflet 2, the disruption stretching from the cusp area to the free margin, by approximately 3mm by 6mm, also tore the free margin. At the cusp area of leaflet 3, two through disruptions, through the entire thickness of the tissue, measure to 3mm by 3mm and 2mm by 4mm. Also at leaflet 2, two non-though disruptions, not through the entire thickness of the tissue, measure to approximately 2mm by 2mm are only visible at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 2mm. Host tissue is moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. No inconsistencies detected in the x-ray, as the wireform is intact. Conclusion: the evaluation confirms the customer observations on explant. The suture tail abrasions most likely caused the reported damage to the device. Pannus growth was also noted in the evaluation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Method: x-ray.

Event description:
Per the operative report findings, two leaflets were torn and there were two performations on theother leaflets. There were no other comments regarding the explanted valve.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device is being returned for evaluation.

Event description:
Reportedly, the device was explanted after approximately 2 years due to a leaflet disruption. Per the customer report, a 2900 size 23mm [valve was] explanted from male patient dob (B)(6). Leaflet failure after 2 years from implant. 2 holes in the leaflet.